Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when twisting the needle onto the syringe, a pop was heard and a crack in the orange hub was noted. This resulted in the vaccine spraying out the side of the needle.

Manufacturer narrative:
The report sent with MFR# 3012307300-2020-02939 on 04/10/2020 was a sent by mistake, the event was considered not reportable. Mistake in event description made.

Manufacturer narrative:
(B)(6.)

Event description:
Information received a smiths medical hypodermic sharps safety product was malfunctioning when delivering a injection for vaccine. The complaint states the syringe cracked at the orange hub. No patient injury reported